Manufacturer narrative:
(B)(4).it is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
The customer reported to baxter (B)(4) of a vented paclitaxel set in which leaking was observed at the filter where it connects to add on set. Patient involvement is unknown. There was no other patient injury or medical intervention reported for this complaint. No additional information is available.